Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved found that the drive wire was not visible in the coil catheter, indicating that the hook has broken at the distal end of the drive wire. During the initial investigation, it was confirmed that a portion of the hook at the distal end of the drive wire is broken and is missing. This portion of the drive wire was not returned with the device. It is possible that the broken portion of the drive wire is contained within the clip housing, however, the clip was not returned for evaluation. The broken drive wire is the cause of the abnormal feel experienced by the user. Visual inspection of the coil catheter tabs found the tabs to be distorted proximally, indicating that a large amount of force was applied to the clip during deployment or after the clip was deployed. This amount of force could have also contributed to breakage of the drive wire hook. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components, such as the hook at the distal end of the drive wire. The instructions for use instruct the user to verify smooth handle operation and clip operation prior to use. Instructions for use state to permanently deploy the clip, pull the handle spool toward the handle thumb ring until the clip detaches. Note: if separation of the clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from the clip. The instructions for use state: after clip deployment, continue to apply slight pressure on the handle spool as the device is removed from endoscope. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook instinct endoscopic hemoclip. The clip fired [deployed] but something else came off the clip too and the handle feels stiff and not normal. The customer could not be specific about what came off. The clip did deploy but the clip delivery system is abnormal. The handle cannot be advanced normally post clip deployment. They did not retrieve anything from the patient. The device was received on 03/04/2016. A portion of the hook at the distal end of the drive wire is broken and is missing.